Manufacturer narrative:
(B)(4). The device was manufactured from february 28, 2013- march 1, 2013. The actual device was not available; however, a companion sample was received for evaluation. The companion sample was visually inspected and no signs of defects were detected. A flow rate test was performed and the device delivered its content at a rate that is within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume intermate underinfused. The device was filled with 4 grams piperacillin and .5 grams tazobactam in 100 ml of sodium chloride. The device was transported in a cooling box at 2-6 degrees. The device was not brought to room temperature. The patient primed the set. The device took two hours to empty instead of the expected 1 hour. There was patient injury, medical intervention or adverse event associated with this event. No additional information is available.